Event description:
Customer reported receiving a minimum fill notification. There was no reported impact on the customer¿s blood glucose level, as the customer declined to provide this information. Technical support assisted the customer in attempting to resolve the issue by reloading the original cartridge, which did not work. The customer was then guided through the process of filling and loading a new cartridge onto the pump, which successfully resolved the issue. A box of cartridges was sent to the customer.